Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the field representative was able to replicate the reported event due to major mechanical issues he discovered. Representative was able to repair the gantry door without needing to replace any parts. No further issues were reported after the repair. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was brought into a case and they were unable to open the gantry door. They attempted to manually open the door but it could not be opened. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.